Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge using internal paddles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. A review of the device log was reviewed for the requested cases and battery calibration prompts, lead faults, and cable faults were observed. However, without further information from the customer it cannot be determined if these were troubleshooting efforts or manipulation of the multifunction cable. The customer was advised to recalibrate the battery. The device was recertified and returned to the customer. No trend is associated with reports of this type.